Event description:
It was reported that the asymptomatic patient presented with lead noise and multiple inappropriate auto mode switch episodes. The lead noise could be reproduced in clinic. The lead was extracted and replaced.